Event description:
Independent repair center customer alleged alarm will not function, and the key failure is the power switch has no alarm. Associated malfunction for this device: valve operator not cycling, clamps leaking.